Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. However the customer cross checked with other working main pcb, and problem was solved. The customer found out that the problem was on main pcb. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the ventilator shows xdcr fault alarm/transducer fault. The reporter confirmed that there is no patient involvement at the said event.